Event description:
Received information regarding a cartridge alarm 19 during the load process. There was no report impact to customer's blood glucose level.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.